Event description:
This patient had a bilateral subcutaneous mastectomy in 1976 and was reconstructed with silicone gel implants. In the last eighteen months she has developed pain under the implants on the chest. She developed asthma in 1981. She has mylagia, muscle spasms in the shoulders, and she has numbness and tingling in the fingers and arms. She also has arthralgia in the left shoulder, elbow, and hand. The patient had a bilateral periprosthetic capsulectomy with removal of the implants. The right implant had ruptured with copious amount of gel present. The left implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown, unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.